Event description:
On may 17, 2022, caire was notified by the patient's husband of the below incident: the patient's husband called and asked to speak with an expert on the newlife intensity. He had spoken to someone from (B)(6) in (B)(6) today he said, and they did not have an expert there he could speak to. So, he called us. His wife, deceased on (B)(6) 2022, was diabetic, had heart issues, and breathing issues. Around (B)(6) 2022 she experienced trouble with her o2 levels and was admitted into the hospital for approximately a week ((B)(6) 2022). She had tests run and the hospital discovered holes in the chambers of her heart. According to the deceased's husband, they discovered the holes in the heart it had contaminated the bad o2 mixing with good o2, and had caused subsequent issues with breathing. She was being sent home and needed to be on 15 lpm according to the hospital. The hospital provided 2 small o2 tanks to provide her with air while in transit back to her home. At this point, this issue was listed as terminal for the patient. On the 13th vital aire was contacted (the patient's husband did not say by who), and a tech come out to the patient's home at 4:30 - 5pm on (B)(6) 2022. They were asked to connect the patient's two new life intensity 10's together (s/n (B)(4)) so the patient could use them both for breathing and get 15lpm's as required by her doctor. The patient's husband states that the tech connected the two new life intensity's with a y connecter. The patient's daughter was at the residence while a tech from vital aire was there working. The patient's husband and the patient arrived back at their residence at approximately 6 -6:30pm from (B)(6) hospital in (B)(6). Address is (B)(6). Both new life's were turned on and running with no issues when deceased came home and was moved to the room. Cannula was attached to the deceased and the 1st unit suddenly made a loud sound and flowmeter went to zero. Husband turned unit off and back on. The poc worked for a few more seconds and repeated the noise and flowmeter went to zero. Yellow alarm did not sound during this time. The husband repeated turning off and on with same results for approximately 20 minutes. During this time the deceased was only getting the o2 output of 7.5 lpm's from the 2nd machine which was functioning normally. The husband states after 20 mins or so of turning the one unit off and back on, his wife gasped for air and expired. Husband states he has video and coroner reports of everything. Ref. 3004972304-2022-00017 for report for s/n (B)(4).

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16. Caire is attempting to have the units returned for an investigation. The newlife intensity 10 oxygen concentrators are intended for the administration of supplemental oxygen up to 10 liters. The device is not intended for life support, nor does it provide any patient monitoring capabilities. The manufacturer does not recommend linking two concentrators together to achieve a higher prescription, nor does caire provide the attachment to do so. The user manual recommends patients have a back-up source of oxygen in case of device failure. Ref. 3004972304-2022-00017 for report for s/n (B)(4).

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. It was determined that the newlife intensity s/n (B)(6) did not malfunction during the incident. The unit that malfunctioned during the incident is s/n (B)(6). Ref. 3004972304-2022-00017 for report for s/n (B)(6).

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The newlife intensity 10 s/n (B)(6) was returned to caire for an evaluation. No physical damage was observed to any components, and no functional alarms were observed. Performance testing indicated that the unit functions as intended. Ref. 3004972304-2022-00017 for report for s/n (B)(6).